Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The log file analysis confirms the reported issue: two motor encoder checks are registered for the procedure in question. Upon the second one the machine forced a shutdown of automatic ventilation and posted the corresponding alarm. The machine was used in manual ventilation for twelve more minutes before it was set to standby, finally. The motor was replaced and returned for investigation. It shows signs of wear and tear at the collector disc leading to intermittent contact losses to the carbon brushes which results in development of several positions where no mechanical power is provided. If an encoder check fails the measured motor position is not in agreement with the expected one leading to an uncertainty regarding the exact positioning of the ventilator piston. The machine is designed to switch from automatic to manual ventilation to prevent from serious system damages. The sequence is accompanied by an alarm. Manual ventilation and monitoring functions remain available. The respective motor was produced in 2008. The number of operating hours completed was logged with nearly 15000. Comparing to the calculation model for its expected service life - 10 years with 5 hours per day and 5 operational days per week, it can be concluded that the motor lasted for more hours than expected which were however passed by in a shorter period due to more extensive use conditions. The workstation has reacted upon this wear-and-tear induced error condition as specified and the user could continue the procedure in manual ventilation i.e. Bridge the time until a replacement device was made available. No patient consequences have occurred. The repair exchange of the motor has put back the device into fully operable condition.

Event description:
Please see initial-report.